Manufacturer narrative:
Result: faulty foot right siderail glide rod.

Event description:
It was reported by service report that the foot right siderail was stuck in the lowest position, and would not raise or slide outwards. It is unknown if there was patient involvement or adverse consequences to report.